Manufacturer narrative:
This report is submitted on january 26, 2022.

Event description:
Per the clinic, the patient experienced performance decrement and skin breakdown after suffering an impact to the implant site. Subsequently, the device was explanted on (B)(6) 2021 and the patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on may 26, 2022.